Event description:
Customer reported he was receiving motor error alarms and button error alarms. The customer also reported that his settings would also be cleared. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.